Event description:
An externalized conductor was observed on x-ray. The lead was explanted and replaced.

Manufacturer narrative:
The outer insulation was externally and internally abraded at 8.1 to 11.1cm from the distal tip and the rv conductor was visible. External insulation abrasion was found at 6.8 to 7.7cm from the distal tip and the sensing conductor was visible. Internal insulation abrasion was noted at 4.2 to 5.0cm under the rv shock coil. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.